Event description:
Customer requested training for carelink software usage. Customer stated that her blood glucose level had been over 500 mg/dl over the past several days. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.